Manufacturer narrative:
The customer was expecting to rotate the gantry remotely without incident. However, what the customer reported was the gantry striking the patient and breaking their arm. The customer enabled an autorotation remotely and was not watching the gantry. As a result, the gantry struck the patient in the arm causing a fracture of the upper humerus section. Only mobilization was necessary to treat the fracture and treatment resumed two days later. If the customer wants to disable gantry remote auto motions, the issue is covered in the customer document "(B)(6) instructions for use - low energy and high energy c-serie.pdf" on page 202 and 203. A screen capture shows the physics mode, remote rv axes enabling screen. There has been no report or finding that the varian device has malfunctioned. This issue is attributed to human error.

Event description:
Gantry collided with a patient due to lack of attention from the technicians and auto motion of the gantry was activated. The gantry collided with the patient, breaking the patient's arm (upper humerus section) after collision, the radiation therapist immediately took the patient to traumatology sector and only mobilization was necessary. Two days after the incident, the patient was back to radio treatment. Client requests the deactivation of the auto motion function so that it is only possible to move the gantry inside the room the doctor says that it is not a defect in the product, but a lack of attention from the machine operators customer did not want to inform patient ID or doctor's data.